Manufacturer narrative:
The device was checked on site and it was not possible to reproduce the reported device behaviour. The logbook was downloaded and sent to the MFR for further analysis. This analysis came to the result, that the evita xl had achieved two restarts during the relevant 5 min time period. During a restart the ventilation pauses for about 8sec and opens the airway system to allow spontaneous breathing for the pt. After the 8 sec interval the ventilation is continued with the parameters set. An optical and acoustical alarm "minute volume low" is posted and will be stopped as soon as the lower alarm threshold for "minute volume" is exceeded. As reported initially, pts spo2 did not drop during these events. The analysis came to the further result, that the root cause for the restarts were single extreme electromagnetical disturbances with intensities beyond the requirements defined in the relevant standard. We come to the conclusion, that the evita xl behaved as specified under extreme environmental conditions and achieved two restarts to continue ventilation.

Event description:
It was reported that while the device was ventilating a pt, the device posted an error code 02.02.003 and performed a warm start. The device programmed a warm start a second time within five minutes. Patients spo2 did not drop during these events.